Event description:
The customer indicated that they attempted to remove lifesync leadwear disposable model no ls-223 lot # 002308-s) from the packaging and noted that the laminate had separated from the v-lead. A health hazard evaluation was performed regarding the failure mode. It was determined that a tear in the laminate could expose the dielectric layer, causing a "break" in the silver ink. If defibrillation was performed after such a de-lamination, it could introduce higher than normal heat to the skin, possible leading to burns, and may compromise the efficacy of the defibrillation. This incident was noted prior to use on the pt, preventing potential harm to the pt.

Manufacturer narrative:
Upon investigation of the issue, a possible root cause was determined. The top insulating (pet) layer can separate and tear from the underlying circuit layer when trying to pull the v-lead away from its perforations. All lots associated with this failure mode were removed from the field. No harm was caused to the pt as a result of this incident. However, upon retrospective review of this issue, the potential for harm was identified and the incident has been deemed reportable.